Event description:
There was no blood loss reported. On 14th september 2006, the flow rates setting are as follows: blood flow rate: 130 mls/min replacement rate: 1000 mls/hr. Dialysate rate: 1000 mls/hr pbp rate: 100 mls/hr pt fluid removal: 50 mls/hr. During cvvhdf treatment, the nurse I/c was recording the I/o data in the treatment history and was shocked to see that the pt fluid removal was shown to be - 2039mls from 1212hrs to 1213hrs. The recorded I/o data in the treatment history from 1200 hr to 1300hr for the pt fluid removal is -1939mls when the pt fluid removal was set at 50mls for that hour. The "caution: dialysate rate" has occurred once at 1212hr, but the alarm was resolved at 1213hr. The machine was checked before use & after use and the calibrations are all within the normal range.

Manufacturer narrative:
Neither pt injury nor medical intervention was reported. Photographs of the screen images have been supplied and reviewed by the manufacturer. The event data files have been requested. Further investigation of the incident will be conducted by the manufacturer. A final report will be submitted once the investigation has been completed and corrective action has been identified.